Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with right atrial (ra) lead experienced phrenic nerve stimulation after breast augmentation. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with right atrial (ra) lead experienced phrenic nerve stimulation after breast augmentation. This lead was explanted. No additional adverse patient effects were reported. Additional information was received indicating that the right atrial (ra) lead was dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.